Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, around 4 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection was observed during the implant removal surgery. The patient has since recovered.